Manufacturer narrative:
H.6. Investigation: two photos were returned by the customer. It was reported that the smartsite extension sets will not flush. The photos show the smartsite sample in its packaging, however, they do not verify the complaint. The root cause of this failure was not identified as no product was returned. A device history record review for model 2000e lot number 21065684 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21065684 regarding item #2000e.

Event description:
It was reported that 1 smartsite¿ needle-free connector will not flush. The following information was provided by the initial reporter: we are having issues with the 2000e clave not flushing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 smartsite¿ needle-free connector will not flush. The following information was provided by the initial reporter: we are having issues with the 2000e clave not flushing.

Event description:
It was reported that 1 smartsite¿ needle-free connector will not flush. The following information was provided by the initial reporter: we are having issues with the 2000e clave not flushing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.